Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18617212. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na batch: 19258950.

Event description:
It was reported that the patient can feel and see the wires poking her skin. The implant area is very sore, tender, and painful. Additional information was received that the patients device no longer helps her pain and was experiencing discomfort at the anchor site and ipg site. Tenderness at the midline incision and at the right ipg pocket incision were also noted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient can feel and see the wires poking her skin. The implant area is very sore, tender, and painful.

Event description:
It was reported that the patient can feel and see the wires poking her skin. The implant area is very sore, tender, and painful. Additional information was received that the patients device no longer helps her pain and was experiencing discomfort at the anchor site and ipg site. Tenderness at the midline incision and at the right ipg pocket incision were also noted. Additional information was received that there was no skin breakage noted. All components were explanted and will not be returned per hospital policy.